Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when attempting to deploy the seal on four 6f exoseal vascular closure devices (vcds), the deployment button malfunctioned. It remained unresponsive and failed to engage, preventing the seal form being released as intended. The indicator window struggled to turn completely solid black, which is suspected to be the reason why the deploy button did not respond or activate. When depression of the button was attempted, it was completely stuck and would not press down to deploy the seal. The indicator window did not show solid black at this time, and there were instances where the indicator window did not turn solid black during retraction. Hemostasis was achieved through manual compression. There were no reports of patient injury. The exoseal vcd was used in a diagnostic procedure with an antegrade approach. The patient's bmi was smaller than 40. The physician had achieved certification on the use of exoseal vcd and had used it for the last 12 years. There were no visible signs of device/package damage prior to use. The cordis sheath was used, but the lot number is not known. The device was stored and prepped per the instructions for use (IFU). The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was equal to but not greater than 5mm. The puncture site did not have visible calcium/plaque, and there was no access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The indicator window did not show any red color during retraction. Excess force was needed to fully depress the button, but it still did not deploy. One box of 10 units were opened, four units failed & only one faulty is available for return; the remaining six were unopened and returned for evaluation.